Event description:
It was reported to boston scientific corporation on (B)(6) 2008, that a prolieve console was used during a benign prostatic hyperplasia (bph) procedure on (B)(6) 2008. According to the complainant, approx 10 minutes into the procedure, the water temperature reading was erratic. The system was restarted. After restarting the system, the water temperature was no longer erratic, but the rectal temperature monitor (rtm) reading was "0." The rtm was replaced but the reading remained "0." The procedure was not completed. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of this console found no problems. During the eval of this console, a loose heat exchange tower was found. The loose tower caused intermittent contact with the sensor board. By moving the heat exchanger cartridge, a water sensor error was generated. The tower was reseated and retightened. No other failures were observed. (B)(4).